Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. The review of system log file shows no x-ray within 3 seconds after last start fluoro. Upon troubleshooting, rse found that the host pc was not powering up and rse asked the customer to press the on button. However, the issue reoccurred and the rse have provided the customer new license key and the original host pc was working fine after changing bios. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the host pc would not power up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.